Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 3889-28, lot# v386650, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported that on an unknown date an x-ray was taken which showed the battery was out. It was stated that they could see the "case ," and the wires were pulled out where they put them in at. The system was explanted and a new system was put in. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.